Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent right side pneumonectomy resection on (B)(6) 2015 and suture was used. The bronchus stump was closed and covered with v. Azygos pleura. A water test was performed and it showed no fistula. It was reported that the patient did not have distinct symptoms of stump insufficiency and in the post-operative phase, the patient regularly coughed. The bronchus stump opened post-operatively and the patient underwent re-operation on (B)(6) 2015. During the re-operation, the suture was found broken and there was lateral fistula formation at the bronchus stump. It was reported the stump was vital and could be closed without problem. It was reported that the patient was discharged from the hospital.

Manufacturer narrative:
Conclusion code 67: the actual piece of suture that was involved in this event was returned for evaluation and microscopically inspected. Two visible damaged areas were found, both presenting indentation. The filaments at the damaged areas are partly indistinguishable and look like they have been submitted to thermal impact. The piece shows 2 ends with neither a typical broken off appearance nor a typical cut off appearance. The cause could not be clearly determined. The observed symptoms of the suture indicate with high probability a thermic damage during handling. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples have been returned for evaluation. Visual testing, straight pull testing and in-vitro pull testing. All results met the specified quality requirements.